Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during the second inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another balloon catheter of the same device. There were no patient complications or injuries reported.